Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed non-sustained right ventricular oversensing (nsrvo) alerts caused by intermittent loss of capture exhibited by the right ventricular lead. No interventions were made, as it was decided to continue to monitor. The patient was not pacing dependent, and stable.